Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. One used 6 fr angio-seal vip device was returned for evaluation. The hemostasis sheath, carrier tube assembly and tamper tube with attached suture were returned. The bypass tube was still attached to the hemostasis sheath. All other components were returned separately from each other. Visual inspection revealed that the carrier tube assembly was returned separately, and the deployment sleeve was noted to be in forward lock position. There was a plastic deformation noted near the sleeve-lock position. The anchor and collagen were not returned, and the suture appeared to be manually cut. No anomalies were noted with the returned tamper tube. The adam machines mechanically installs the cap over the sleeve and its usage was investigated as a potential contributor to this failure. The adam setup forms for the time of manufacture were reviewed and no deviations were found. The event was unable to be replicated during normal operation of the machine. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal parts did not fit together, arrow on arrow. As a result, the anchor could not be released. The angio-seal was removed and manual compression was performed for 20 minutes and a compression bandage was used for 6 hours. No complications for the patient. The procedure was an interventional procedure. A pre-deployment angiogram was not performed. A 6fr procedural sheath was used with no difficulties with arterial access. Blood loss was less than 250cc. The patient was reported to be in stable condition. There was no other devices or equipment being used with the reported product. This was a right femoral artery puncture. Multiple sticks were not performed and the procedure was not a high stick. The patient did not require any further medical intervention. Additional information was received on february 21, 2019. The procedure being performed was a pta (percutaneous transluminal coronary angioplasty). All components were removed with the angio-seal.